Event description:
New information stated that the device was explanted and replaced on (B)(6) 2017.

Event description:
It was reported that non sustained rv oversensing due to post paced t wave oversensing was observed via a remote transmission. The patient was asymptomatic. Programming changes were recommended.

Event description:
Programming changes were made.

Manufacturer narrative:
The reported field event of post paced t wave oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.